Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event additional information was received indicating that there was no patient involvement. .

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log identified backup audible alarm post. During the functional testing the reported issue was unable to be duplicated. The main board does not operate as intended. The root cause of this issue was unable to be determined. Replaced main board. Performed power up process, preventative maintenance and all functional tests which passed.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited backup audible alarm no patient injury reported.